Event description:
Customer reported a past high blood glucose event with the highest level being 538 mg/dl. Cause was not known. To resolve the high blood glucose, the customer administered a correction bolus via pump and an injection via multiple daily injections. Recommendation was made to consult with a healthcare provider regarding diabetes management.